Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was electrically continuous. An attempt to insert a new stylet during laboratory testing was unsuccessful, due to deformed conductors 26 cm from terminal pin likely from handling damage. Analysis concluded that the clinical observations of high pacing thresholds were likely caused by the confirmed conductor deformity.

Event description:
It was reported that this right ventricular lead was exhibiting elevated and fluctuating ventricular thresholds, dislodgement was suspected. Due to this, repositioning of the lead was performed, however, during the repositioning, the stylet could not be fully inserted into the lead and a conductor fracture was suspected. Due to this the lead was successfully explanted, another lead was implanted instead. No further adverse effects were reported.